Event description:
It was reported that during implant procedure, the set screw on the implantable neurostimulator (ins) would no tighten down (no "clicks" were heard). Impedance testing with the lead showed high values. The physician switched leads and impedances were still high. A new ins was then used and everything was reported as working "good". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).